Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 557 mg/dl and the current blood glucose level was 584 mg/dl. The customer was treated with manual injection for high blood glucose. Customer was currently reported symptoms related to their high blood glucose was thirsty. The customer was declined to troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.